Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The insulin pump kept suspending delivery. Their sensor glucose value was at 200 mg/dl when it suspended. Their current blood glucose was 178 mg/dl while their current sensor glucose value was 120 mg/dl which triggered threshold suspend as well. Troubleshooting was performed. The product will not be returned for analysis.